Manufacturer narrative:
Corrected data: corrected the reported failure description. The catalog number was corrected to 554-2002-001. Corrected to device is labeled for single use. The microtip was returned for evaluation. The reported complaint that "the tip fell out" was confirmed. The sheath was loose from the case nose assembly upon receipt of the handpiece. The hypodermic needle was still attached; no damage noted to the needle. A 10x magnification of the sheath found that the features which engage the polycarbonate during over molding were undersized. Measurements confirmed that the features were undersized at .061" and found that the features were not uniform in their placement. Instead of being 180 degrees opposed, one side had been favored during formation. The failure is attributed to nonconformity of the metal sheath prior to over molding, allowing for the sheath to come loose with minimal force (manufacturing defect). This is being submitted as an adverse event based on the following rationale, if the sheath had broken off into the patient, intervention would have been required to remove the component.

Event description:
Per the information provided, the patient had not been prepped for surgery, there was no patient involvement. The failure occurred during set up of the device. The microtip was primed and after the needle cap was removed from the tip, the tip fell out.

Manufacturer narrative:
The device has not been received by the manufacturer. Upon receipt and evaluation a supplemental report will be submitted. This is being submitted as an adverse event based on the following rationale. Had the needle broken off into the patient, intervention would have been required to remove the needle.

Event description:
Per the information provided, the patient had not been prepped for surgery. The failure occurred during set up of the device. The microtip was primed and after the needle cap was removed the needle fell out.